Manufacturer narrative:
The lead was successfully repositioned and remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was observed to have dislodged. A revision procedure was performed. An attempt was made to place a new lv lead, however, the physician elected to reposition the chronic lv lead. No adverse patient effects were reported.